Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during follow-up at the outpatient clinic, the vad coordinator connected the power module patient cable to the system controller, but the connection was not sufficient and there were power cable disconnected alarms. The vad coordinator noticed that two pins of the system controller connector were broken off and pinned inside the connector of the patient cable. The system controller and patient cable were exchanged. The backup system controller was also checked during the clinic visit and the vad coordinator recognized that the screw thread of the white power cable was not sufficient. The backup controller was exchanged. Related MFR report #: 2916596-2022-10362.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of power cable disconnect alarms and damaged controller pins were confirmed. The downloaded log file containing approximately 8 days of data (28mar2022 to 05apr2022 per time stamp) was reviewed. Beginning at 10:05 on 05apr2022, intermittent atypical power cable disconnect alarms were observed while the controller was connected to the power module. These alarms activated due to the rsoc of the white cable fluctuating below the alarm threshold. The observed alarms did not impact the ability of the pump to operate at the set speed, as it remained above the low speed limit until the driveline was disconnected at 12:35 on 05apr2022. There were no other notable events observed within the log file. The returned heartmate 3 system controller (serial number:(B)(6)) was observed to be missing two pins within the white power lead upon arrival. The controller was functionally tested alongside known working test equipment and found to perform as intended, despite the missing pins which correlate to the negative power line. The observed power cable disconnect alarms are consistent with the observed controller damage in conjunction with the damage to the returned patient cable (evaluated separately); however, the root cause of the broken pins was unable to be conclusively determined via this analysis. Review of the device history record for the system controller, serial number (B)(6), showed that the device was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook section 5 "alarms and troubleshooting", describes how to properly respond to all alarms that may be produced by the system controller, including those associated with power cable disconnect conditions. Heartmate 3 patient handbook section 6 "equipment maintenance", describes how to care for and clean all equipment, including the system controller and its power cables. Heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.